Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms over the past 9 months. The customer's blood glucose (bg) level was impacted up to 900 (mg/dl) with ketones. Although requested, additional information regarding the bg treatment was not provided. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.